Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: sterile part 04.211.018ts, lot 9l08316: manufacturing site: werk selzach. Supplier:(B)(6) release to warehouse date: february 21, 2022. Expiration date: february 01, 2027. Non-sterile part 04.211.018, lot 635p200: manufacturing site: werk selzach. Supplier: (B)(6). Release to warehouse date: january 27, 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent an unknown surgery for a fracture the clavicular diaphysis. After the surgery, removal surgery was performed on unknown date since bone union was achieved. During the removal surgery, it was found that one (1) screw was broken off. The surgeon commented on the questionable thinness of the screw. The removal surgery was completed successfully with no surgical delay. There are no pieces in the patient. The surgeon confirmed by x-ray. Patient outcome is reported as stable. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm. This is report 1 of 1 for complaint (B)(4).